Event description:
According to the reporter, the 15-mm connectors of the endotracheal tubes "popped off" during codes while bagging the patient. The connector came off with the ambu bag after bagging the patient and was push the connector back down on the tube so the tube was not removed immediately. The tube was replaced.

Manufacturer narrative:
D10 concomitant product: 18860 6.0mm taperguard evac trachaelx10 (lot#: unknown); 18865 6.5mm taperguard evac trachealx10 (lot#: unknown); 18870 7.0mm taperguard evac trachealx10 (lot#: unknown); 18875 7.5mm taperguard evac trachealx10 (lot#: unknown); 18880 8.0mm taperguard evac trachealx10 (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: d3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.